Event description:
Completed echo exams are ending up in the wrong patient folders on the cardiology pacs system. Unable to determine which manufacturer is at fault, so far. Philips gathered log files from the echo ultrasound and is evaluating the situation. Medcon claims they are not at fault. Philips medical was on-site to capture network transaction data as well as system log files and medcon was connected to system and determined that the data sent by the philips/hp echo ultrasound was not correct. Further investigation on the worklist side determined that the software system providing the worklist was using a non-unique number for the study ID that philips used as a reference ID. Integration specialists at the hospital mapped a unique value for the software system to use as the study ID. The hospital will continue to monitor the situation to ensure that the fix is effective.